Manufacturer narrative:
A steris service technician inspected the 4085 surgical table and confirmed the table was operating to specification. No issues were noted with the function and operation, and the reported event was unable to be duplicated. The technician returned the table to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table was commanded to level via the hand control, however, the table movement went left to right. The patient was transferred to another table, and the procedure was completed successfully. No report of injury.